Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a continuous glucose monitor (cgm) error occurred and a new sensor session was unable to be started. There was no impact to the customer¿s blood glucose level. Reportedly, the pump would continue to be used for diabetes management until replacement pump is received.